Event description:
It was reported that a spectrum iq pump infused bolus too quickly (over infusion). The IV pump delivered a 1 l bolus at a rate faster than the programmed setting of 999. As a result, the approximately 26 ml expected to remain had already infused, leaving the bag empty and allowing air to enter the line during the patient¿s infusion in the emergency room department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.